Manufacturer narrative:
Analysis of product ID: 305901, lot# unknown. Notified that the body of the lead was stretched. Electrical testing of the lead determined continuity was complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 305901, lot# unknown, product type: screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 305901, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider regarding a patient with a trial external neurostimulator (ens) it was reported that the physician removed the lead from the protective whoop she noted that the stylet was partially out from the normal position. She attempted to insert the temporary lead into the needle (3.5 inch) and it would not advance. She had to pull quite hard to get it to come back out of the needle. Troubleshooting involved removed from needle and replaced with trunk stock and issue was resolved. No symptoms were reported and no further complications were noted or anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.